Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis with no stent attached. The device was returned without a stent. The crimped stent outer diameter measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable base don device analysis completed on 14jun2019. It was reported advancing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.25x32mm, eccentric, de novo with a significant bent of greater than equal to 90 degrees was located in the tortuous distal right coronary artery. After a guide wire crossed the lesion, pre-dilatation was performed. A 25x38mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to reach the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated.